Event description:
Event description cpi received information that this endocardial lead was removed from service due to oversensing. An invasive procedure was performed to replace the lead with a new sensing lead.